Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving hydromorphone (1200 mcg/ml at 324.1 mcg/day) and bupivacaine (30 mg/ml at 5.853 mg/day) via an implanted pump.  The indication for pump use was spinal pain.  The hcp reported that the pump logs showed a total of 8 motor stalls and recoveries starting in august and going through october.  The stalls lasted from 6 to 30 minutes before they recovered and the time of day when they happened was random.  The times of the motor stalls was not consistent with any known emi (electromagnetic interference) or magnetic interactions.  The patient did not recall ever hearing the pump alarm during the stalls, but it was noted that she could not hear the pump alarm when the hcp did an alarm test with the programmer.  Additional information was received the same day from another hcp who reported that there was a possibility that the patient was using an ipad near the pump and that the pump hadn¿t stalled for approximately one month.  Additional information was received on 05-nov-2021 from a company representative who reported that the patient was in the office today and they read the pump logs.  The logs showed that the last motor stall was on (B)(6) 2021.  It was noted that the patient was fine, and the pump was currently working.  Per the reporter, the patient used her ipad frequently and was in a wheelchair.  They were suspecting that the motor stalls might be caused by the patient leaving the ipad over the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the motor stalls was determined to be caused by the patient using the ipad over the pump. The patient was advised not to use the ipad near the pump. The patient¿s weight would not be made available. It was noted the device was still implanted and in service.